Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2021, mentor conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the artoura ss, t exp, uhp 850cc breast implant. Leak testing was performed, in accordance with mentor procedures and a tear was noted on the union between shell and patch on the anterior view. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction with a artoura breast tissue expander 850cc and suffered from a deflation of tissue expander on the right side. As a result, the patient had undergone removal on (B)(6) 2020.